Event description:
Event description guidant received information from the patient's wife that the patient died from heart failure and she believes this cardiac resynchronization defibrillator (crt-d) should have worked better and sooner.